Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low bi ventricular pacing percentage and technical services (ts) was requested to review stored episodes. Technical services (ts) discussed intermittent oversensing and left ventricular (lv) pacing inhibited. Ts noted that it appears to be oversensing of right atrial signals in the lv channel. Technical services (ts) discussed possible reprogramming options. Additionally, lv sensing was turned off and a pacemaker mediated tachycardia (pmt) episode was noted. Ts discussed that the pmt was due to sinus tracking. This crtd remains in service. No adverse patient effects were reported.